Event description:
It was reported by the md that, post-operative to a bowel resection, the patient has experienced ongoing pain in the left lower quadrant of her abdomen. No further information is available at this time.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.